Manufacturer narrative:
Additional information : baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported stuck 9 key which was reproduced. Observed a button 9 does not function as intended, button is intermittent. Visual inspection determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stuck number 9 key upon power up at the biomed service department. There was no patient involvement. No additional information is available.